Event description:
I saw black mold inside the clear flossing tube. I looked in the manual, and there are no instructions for cleaning the long white tube that provides water, or the clear tubes that feed the tip of the h2ofloss water dental flosser. I tried running soapy water, then hydrogen peroxide through it. It did not help. FDA safety report ID # (B)(4).